Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient contacted depuy stating their they weren't able to walk straight, had pain, and was having trouble bearing weight on their knee. Their medical records were received. Records state the patient was having stiffness problems as well prior to revision. Records indicate upon revision the patient's tibial tray had de-bonded from the cement mantle. Update rec'd 04/04/2016 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, (B)(6) 2010. The patient was then revised to address pain and stiffness. At revision the patient's tibial component was found to be debonded from the cement mantle and the patient had patella baja. At this time the patella and femoral components are being reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Added: describe event or problem. Depuy still considers this investigation closed at this time

Event description:
Update 6/21/2016 medical records received. The medical records were reviewed for MDR reportability. In addition to what was previously reported the medical notes report that there was a manipulation of the knee on (B)(6) 2010 and a right knee scope with lysis of adhesions on (B)(6) 2011 to address stiffness. There is no new additional information that would affect the existing MDR investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: d15b14. Device history batch: null. Device history review: review of the device history records on legacy complaint com-(B)(4) did not reveal any anomalies related to the reported patient event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 5/20/16 medical records received. Reviewed 92 pages of physical therapy notes after revision surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 8, 2016.

Manufacturer narrative:
(B)(4). Update 8/1/2016: complaint document reopened. Device history record reviews have been requested. Review of the device history records did not reveal any anomalies related to the reported patient event. No product contribution to the reported event was identified. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.